Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of colored spots on a stylet is confirmed; however, the exact cause is unknown. One stiffening stylet threaded through a t-lock was returned for evaluation. An initial visual observation showed a reddish-brown and a whitish residue on portions of the returned stylet. The stylet was observed to be severely bent in two locations just proximal to the location of the t-lock. A microscopic observation revealed what appears to be rust and saline crystals on the surface of the stylet. A white, flaky material was also observed on the stylet surface which may be the hydrophilic coating of the stylet detaching from the stylet coils; however, the root cause of this apparent detachment of the hydrophilic coating and what appears to be rust on some locations on the returned stylet could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter's stylet was showing different colored dots, the health professional was afraid and removed the guide wire before using it on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter's stylet was showing different colored dots, the health professional was afraid and removed the guide wire before using it on the patient. Additional information received on 01/17/2025: it was reported by the customer, the nurse's report was due to the perception of changes in the power PICC stylet. She explained that after opening the tray, she lubricated the catheter without removing the stylet. She continued the procedure by performing the venipuncture. After this phase, she removed the stylet to cut the catheter. At this point, she noticed that the material had a different color, with spots similar to rust. This material was not used on the patient; another catheter was used." Additional info received _ feb 04.2025 it was reported by the customer, "regarding the question above about the stylus: I did not notice any difference in the color of the item, I just felt a difference in the guide wire." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.